Manufacturer narrative:
Exact date unknown, event occurred two weeks from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 5152934.

Event description:
It was reported that the patient was having loss of stimulation due to high impedances and spinal cord stimulation (scs) lead fracture following a non-device related fall. The patient underwent an scs lead replacement procedure and was doing well postoperatively. All explanted devices were kept by the medical facility.